Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to poor pacing threshold and intracardiac amplitude. The lead position was adjusted multiple times which resulted to the helix being unable to extend or retract. A new lead with the same model was implanted. No adverse patient effects were reported.